Manufacturer narrative:
Not returned.

Event description:
It was reported that when the asymptomatic patient presented in-clinic during follow-up, far r-wave oversensing was observed on the atrial lead. Inappropriate mode switch was observed. Programming changes were recommended.